Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a furosemide infusion spiked with new tubing and started in alaris pump for rate of 10mg/hour or 1 ml/hr at 0515am by night shift nurse. Day shift nurse responded to "air in line" alarm at 0715am. The infusion bag was completely empty and all medication had infused. No further information is available.

Manufacturer narrative:
Correction: h6 (device codes). Additional information: a2 (date of birth), h11. Investigation conclusion: the customer¿s reported complaint of an over infusion of furosemide was not confirmed or replicated during testing with the incident set during the investigation. Test results from the over infusion test method performed with customer¿s incident administration set consisting of a 1 hour rate accuracy test, confirmed the set is in specification. Device inspection: the suspected pump module in use at the time of the reported event was not returned for physical inspection. The customer¿s returned used bd primary administration set (model 2420-0007) was received with fluid residue. No cracks, tears, stress marks or other obvious issues were noted with the disposable set during a visual inspection. Results from the administration set¿s silicone segment measurements found the set within specifications. Root cause analysis: the root cause of the customer¿s experience with an over infusion was not determined. Incident administration set provided for this investigation demonstrated to be in specification. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 09jun2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 18nov2020 and indicated that this device has been returned to service. On 05dec2012, the unit was returned for error code 242.4030/motor stall error and addressed. On 29apr2013, the unit was reconditioned to the current revision. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The suspect device was not returned, only the administration set was provided for the investigation.

Event description:
It was reported from medicine cardiology that a furosemide infusion spiked with new tubing and started in alaris pump for rate of 10mg/hour or 1 ml/hr at 0515am by night shift nurse. Day shift nurse responded to "air in line" alarm at 0715am. The infusion bag was completely empty and all medication had infused. To the customer's knowledge there was no harm to the patient.